Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, externalized conductors were observed between the rv and svc coils via fluoroscopy. No electrical anomalies were detected. Lead will be monitored.